Manufacturer narrative:
H6. Medical device problem code: [2017 - improper or incorrect procedure or method] was removed. An event of device deformation could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device was visually and microscopically examined and showed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024. During implant, while pulling out the left atrial disc in the left atrium the device took on a donut shape. The device was re-captured and rinsed in saline. The device did not return to its original shape. Another attempt was made to re-deploy the device; however, the device maintained a donut shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.